Manufacturer narrative:
Batch review performed on 29 december 2021. Lot 184218: (B)(4) items manufactured and released on 04-sep-2018. Expiration date: 2023-jul-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2019. Subsequently, on (B)(6) 2021, the patient came in reporting patella pain. The surgeon resurfaced the patient's natural patella. No implants revised. Presently, on (B)(6) 2021, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and swapped the poly. The surgery was completed successfully.